Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: thinline lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and presented to the hospital. It was noted oversensing of noise was observed on the right ventricular (rv) lead, along with high rv pacing impedance measurements. The rv lead detection was programmed off and a x-ray noted a fracture at the anchoring sleeve of the lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.